Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received unknown baclofen (unknown concentration and dose) in an im plantable pump an unknown indication for use. The medication dose was titrated up several times and working fine. Three weeks prior ((B)(6) 2016), the patient experienced a return of spasticity. The patient had oral baclofen on hand and was currently taking 60mg 5-6 times a day to get close the relief the pump provided. The patient was scheduled to have a catheter dye study to check where the front catheter was leaking. The patient's neurologist mentioned another patient who had a pump implanted around the same time and had the same issues. The patient thought it was not a coincidence that two patients from the same office had the same problem. The patient alleged the catheter was failing or the pump-catheter connection was faulty. The patient worked months to regain mobility from their multiple sclerosis and it was "all for not." The patient was beyond discouraged due to the cost of the pump, oral baclofen, and the need for assistance after a long road of improvement. Please refer to the attached medwatch # mw5062561. Concomitant drugs: abapentin , clonozapam, ambien, desmopressin, vitamin d (50,000 units weekly), adderall xr. Oxycodone , acetaminophen, naproxen sodium, ibuprofen, tumeric, vitamin b12, probiotics.